Manufacturer narrative:
(B)(4).

Event description:
Refer to MFR report # 3004209178-2010-10873 for information related to events prior to pump replacement surgery. Following pump replacement surgery, the pt experienced infection. The device was explanted on (B)(6) 2011. Following explant surgery, the pt experienced a cerebrospinal fluid leak and a surgical repair was performed on (B)(6) 2011. The pt recovered without sequelae.